Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's cousin reported via phone call that the customer was having trouble taking the infusion set off at the quick release. Caller stated that the customer shakes really bad. Customer's blood glucose was high at 540 mg/dl around 2 am in the morning. Customer treated with a needle. Caller stated the customer had air bubbles in the line, which might have been the issue that caused the high blood glucose. Caller declined troubleshooting for high blood glucose and air bubbles.